Event description:
The device analysis performed showed that the electrode is discolored and has a chip out near the shaft. In addition it failed the electrical short detection test. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles, the epoxy becomes brittle and discolored.